Manufacturer narrative:
A visual inspection was performed on the returned device. The unspecified issue was observed as a stent dislodgement. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents. The investigation was unable to determine a conclusive cause for the observed stent dislodgement. There is no indication of a product quality issue with respect to manufacture, design, or labeling; therefore, no product-related corrective action will be implemented in this case.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that there was an unknown issue with a 9.0x29mm omni elite balloon expandable stent system. Another unspecified device was used to complete the procedure. There were no patient involvement noted and there was no reported clinically significant delay in the procedure. No additional information was provided. Device analysis noted that the omni elite balloon expanding stent (bes) was returned with blood between balloon folds and the stent was not returned on the balloon [dislodged].